Event description:
It was reported the patient "crashed during implant". The patient's blood pressure "bottomed out". The event was not believed to be related to the pump. The pump was not programmed at the time of the event. The implant was completed and the pump was set to minimum rate mode. The drug used in the pump was morphine sulfate. Follow up indicated the cause of the patient's difficulty post op was still unknown. The patient experienced some right sided weakness and was in a rehabilitation area for some weeks after implant. The catheter was not primed at the time of surgery and the pump was programmed to minimum rate so at the time of the event, the patient was not receiving any drug. The pump was later reprogrammed to the prescribed daily rate (unspecified). No additional information was available.